Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter and the 1st related complaint for broken plunger rod on lot # 7198819. Two investigations were conducted. First investigation summary: customer returned (2) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 7198819. Customer states that there were black rings inside the barrel when the plunger was pulled back. One syringe was returned with approximately 27 units of a clear liquid inside the barrel and a piece of tape with ¿lantus¿ written on it attached to the plunger rod. This sample was examined and exhibited smears of ink on the outer surface of the barrel. The remaining syringe was examined and exhibited a broken plunger rod. Samples were forwarded to manufacturing (holdrege) on 23mar2018 for further review. Second investigation summary: on 27mar2018, holdrege received two (2) 0.5ml, 6mm, 31g syringes in opened polybag from batch# 7198819. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. No additional findings were noted during this evaluation. Probable root cause for the broken plunger rod (missing thumb-press) is likely a jaw jam on the form fill & seal (ffs). When this occurs, any component or portion of a syringe may be involved in the jam and can exhibit varying degrees of damage. In most cases, the damage renders the device in-operable by the consumer. Probable root cause for the ink smears on the barrel is likely to be swollen pads on the printer equipment. When the pad swells, additional portions of the pad can "kiss" the barrel surface during printing and transfer ink in patterns that are not desired for the final product. Due to the low frequency of occurrence of this type of defect, the individual defects can go unnoticed and make it to the field/consumer. CAPA 162566 was initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 7198819 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Device history record review ¿ a review of the device history record was completed for batch# 7198819. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 700003992 (syringe 0.5ml asm 31ga 6mmtw sm700178 sc) that went into the finished batch# 7198819. Batch# 7236786. Date(s) of manufacture: 07sep2017 thru 15sep2017. Machine(s) manufactured on: jv, jt, js, jq. There were eight (8) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink and broken plunger rod). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as a ¿black rings¿ was found in a bd ultra-fine¿ insulin syringe before use. There was no report of injury or medical interventions.

Manufacturer narrative:
The initial MDR was reported for foreign matter. However, when the sample was received it was also determined that in addition to the original complaint, there is also a broken plunger rod.